Event description:
The patient had a revision due to a broken ceramic liner, which occurred within the patient after a fall. The surgeon believes the liner fracture occurred due to mal-alignment of the liner in the pinnacle shell, but would like us to check the shell for any deformity. The revision surgery was carried out as a result of the fractured ceramic liner. The ceramic head and liner were removed, along with the pinnacle shell. The surgeon then implanted a new pinnacle shell, ceramic liner and ceramic ts head.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
A complaints database search and review of manufacturing records did not identify any anomalies. The products and supplier report were reviewed by bioengineering and a report was received stating based on the information received and the investigation performed, the root cause of the complaint was undetermined. The customer did not report a device defect. From the information reviewed in this report it is unlikely that there was a manufacturing fault. No corrective action is required. Post market surveillance is per (B)(4). The complaint shall be closed with an undetermined conclusion and entered into the complaints system and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further.

Manufacturer narrative:
(B)(4). Investigation summary: the complaint was reopened to update the coding to include implant ¿ implant fit: unable to assemble. No further actions identified. Refer to (B)(4) for previous investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: the patient had a revision due to a broken ceramic liner, which occurred within the patient after a fall. The surgeon believes the liner fracture occurred due to mal-alignment of the liner in the pinnacle shell, but would like us to check the shell for any deformity. The revision surgery was carried out as a result of the fractured ceramic liner. The ceramic head and liner were removed, along with the pinnacle shell. The surgeon then implanted a new pinnacle shell, ceramic liner and ceramic ts head. Doi:unknown; dor:(B)(6) 2015; unknown hip.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).